Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been rec'd. This report represents all the info known by the rptr upon query by hospira personnel.

Event description:
The customer contact reported air in the tubing set distal to the air eliminating filter. At an unspecified time, the tubing set was being used to deliver an unspecified volume of tpn, at an unspecified rate, via a gemstar pump. No specific programming parameters were provided. After an unspecified length of time, it was reported that an unspecified volume of air was noted distal to the air eliminating filter of the tubing set. At this time, the customer contact reported that the delivery was stopped, the tubing set was purged, and the delivery was resumed. It was reported that after the delivery was resumed, the pump immediately alarmed for distal occlusion. At this time, the pt's mother stopped the delivery. At 0500, the tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects. No medical interventions were required. Though requested, no add'l info was provided.